Event description:
It was reported by the patient to have had a kaleidoscope light shined in their eyes at work and noted that their heart rate was over one hundred. It was also reported that the patient questioned if magnetic fields can affect their device and that they feel better when they are not near the equipment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).